Event description:
The customer called and requested assistance on priming the infusion set. The customer stated that the reservoir has less insulin than the icon on the insulin pump shows. The customer stated that her glucose reading was 74 mg/dl, and she has treated with a granola bar. The customer's glucose level at time of call was 34 mg/dl and paramedics were called. The customer stated that she did not receive any medical treatment because her glucose level went up to 92 mg/dl and by the time the paramedics arrived. The customer stated that she does not believe the insulin pump plays a role and troubleshooting was declined. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.